Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the guidewire became stuck during ripv insertion. As it could not be dislodged by pushing, coil damage occurred upon withdrawal (the guidewire was successfully removed, but the coil was damaged.), necessitating removal of the entire catheter from the left atrium. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that no tissue was observed at the tip of the catheter or guidewire, the guidewire could be removed with force and no other catheter malfunctions were observed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the guidewire became stuck during ripv insertion. As it could not be dislodged by pushing, coil damage occurred upon withdrawal (the guidewire was successfully removed, but the coil was damaged.), necessitating removal of the entire catheter from the left atrium. The device was replaced, and the procedure was completed without patient complications. No tissue was seen at the tip of the catheter or guidewire when the devices were removed. The device is expected to return for laboratory analysis.